Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting pauses one day after implant. The device was programmed to unipolar and has unipolar leads. The patient has no underlying rhythm. It was determined that the device was oversensing. The physician elected to program the device to voo, and the oversensing issue was resolved.